Event description:
It was reported that during a gastrectomy procedure, two devices were used during the case. The first device had the tissue pad fall out and the second device resulted in an error code. A third like device was used to complete the case. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.